Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were reproduced during evaluation. Downstream occlusion alarms were verified through a review of the event history log and found to be caused by the force sensor out of calibration. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion alarms. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.